Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2013 from a rheumatologist. This case concerns a (B)(6) year old female pt who developed severe itching, allergy and was unable to walk whilst receiving treatment with synvisc one. No relevant medical history, past drugs, concomitant medications or concurrent conditions were reported. On an unspecified date, the pt initiated treatment with synvisc one injection with lot number x1205 (dosage regimen, route and expiration date unk) into an unspecified knee for an unk indication. On unspecified dates, after unk latencies, the pt developed severe itching and allergy. It was also reported that the pt was unable to walk for 15 days after administration of the injection. Action taken: unk. Corrective treatment: not reported. Outcome: unk for the events of severe itching and allergy. The event of "unable to walk" had not yet recovered. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.